Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, the fse was able to reproduce the issue and confirmed the reported complaint. The fse replaced the master tool manipulator right (mtmr) unit and the remote arm controller boards (rac) 2 to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received, the master tool manipulator (mtm) unit involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. The returned mtm was analyzed, and the failure analysis investigations was able to confirm and replicate the reported event. The error 25521 was able to be replicated during sine cycle. The probable root cause was attributed to an electronic component problem. The remote arm controller boards (rac) was also returned for failure analysis, and the reported failure could not be reproduced nor confirmed. This rac was installed onto a printed circuit assembly (pca) test system, where it ran 10x power cycles and it sat idle for one hour and it worked fine with synchro seal instrument installed. Failure analysis used synchro seal with a saline dipped gauze in the jaws and fire yellow pedal/sync activations cut/seal about 10 times and this rac worked fine without any issue. This complaint is considered a reportable event due to the following conclusion: the customer reported of getting non-recoverable fault after the start of the procedure, and complaint investigation confirmed that the master tool manipulator right (mtmr) unit and the remote arm controller boards (rac) were replaced to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the system was displayed a non-recoverable fault. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed onsite logs and found error codes 25521, 704, 705, and 1 on surgeon side console (ssc) right manipulator. Operating room (or) staff stated one of the instruments is gripping tissue for retraction. The tse asked the or staff to disable ssc right manipulator and recover fault so the surgeon can take control of left instrument to release tissue. Tse then worked with the or staff to cycle the system power and ssc circuit breaker. Manipulator faults cleared on power up and the surgeon was able to control left and right manipulators. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the reporter confirmed no damage to tissue and confirmed the procedure was completed.